Event description:
It was reported via repair work order that the temperature reading does not match the ohmic value. The temperature is higher than the display. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: this unit is outside repair life. It will be scrapped.